Event description:
Additional information received, from a manufacturer representative, indicated the procedure was a l5 to s1 fusion. The site started, on l3 left. Put in two screws and neuromonitoring signaled a flare up. An image acquisition was performed. And the placement was determined, to be accurate. The surgeon proceeded to drill all levels and then tapped all the way to s1. When working on right l5, the surgeon felt they were off, while navigation showed they were accurate. Another image acquisition was performed. And both right l5 and right s1 were inaccurate. It was noted, that these were the last two screws placed. It was further stated, that the manufacturer representative onsite completed an image acquisition, during troubleshooting with the lumbar model and found no issue. Another manufacturer representative completed several accuracy tests on each imaging system tracker and found the one side to be inaccurate 4mm and 1.5mm inaccurate on the other. The manufacturer representative, then proceeded to recalibrate both sides.

Manufacturer narrative:
H3: a medtronic representative, went to the site to test the equipment. The reported, issue could not be confirmed or replicated. No components were replaced. The system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during an unknown procedure. During the procedure, the surgeon started to feel as though "things were not right." Another image acquisition was taken and the screw placement thus far was accurate. The surgery was continued and four additional screws were placed. The confirmation image acquisition was completed and the surgeon stated the last four screws were inaccurately placed. The reported issue resulted in less than one hour procedure delay. There was no impact on patient outcome.